Event description:
It was reported a 22mm amplatzer vascular plug ii was chosen for implant on (B)(6) 2022. The device was prepared per the instructions for use (IFU). The device was being for embolization of a persistent left superior vena cava anomaly. The diameter of the vena cava was 18mm. Initially the device appeared to be fine and had embolized the vessel. After releasing the plug and removing all catheters/sheaths, a final angiogram was performed which revealed the device had migrated into the pulmonary vessels. The device was then snared and the plug was removed. The procedure was aborted and the user indicated a second intervention will be performed in the near future. The patient remained stable throughout the procedure. There was no clinically significant delay and no patient symptoms. The patient's status at the time of report was noted as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolism was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.